Event description:
The customer reported to olympus technical assistance center (tac), the video system had intermittent display, and loose/warn socket. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding worn-out connector was confirmed and browning was noted on both lamps a and b. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the connection was loose due to worn out video connector socket and the connection with the scope cable was poor which likely caused the event to occur. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.